Event description:
The customer reported that the patient in the epos study allegedly required revision surgery to replace the acetabular and exeter femoral head. Update: the patient reported a ¿one year of gradual sensation of hip being unstable¿.

Manufacturer narrative:
An event regarding a revision surgery to replace the acetabular shell was reported. The event was confirmed. Method & results: the device was not returned as it remains implanted. A review of the provided medical records and x-rays by a clinical consultant indicated cup revision for loosening was caused most probably by abnormal stem anteversion contributing to impingement with subluxation. This is related to component malposition and as such is procedure-related. The revised cup was not a stryker device (as made by depuy) all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the root cause of the event was malposition of the exeter stem. There was no evidence that the event was material or manufacturing related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Remains implanted.